Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The field service engineer (fse) confirmed the reported problem. The fse replaced the power management printed circuit board (pcb) to resolve this issue. A power management (pm) pcba was return for analysis. Root cause : the power management (pm) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm light emitting diode (led) failure. The customer reported that the device was in use when the issue was initially discovered; however, no patient or user harm was reported.